Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The suspect ratcheting handle was returned to the manufacturer for evaluation. Visual inspection confirmed that the cap was broken off and missing. The ratcheting handle passed functional testing.

Event description:
A medtronic representative reported that, while in a spinal fusion, the cap on the back of the ratcheting handle came off. The reported issue occurred while malleting. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.